Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the device was explanted due to premature battery depletion.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on the device's parameters, the device was within expected longevity. The device was tested on the bench and device was found to be normal. No anomaly was found.